Event description:
It was reported to nova biomedical that a consumer received a result of 229 mg/dl on their blood glucose meter. The consumer administered 26 units of insulin at 9:00am. The consumer drank two cups of coffee, sweet 'n-low with soy milk no food intake at this time. The consumer went for a walk and when she returned according to the consumer she tested herself again getting results of 238 mg/dl and 220 mg/dl. According to the consumer, she did not believe the results to be correct because she felt weak, dizzy and began to sweat. The consumer reported at 12:50pm, she experienced a hypoglycemic event which did not require any medical intervention. It was discovered that this consumer has not had anything to eat all day. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.